Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed since the reported issue could not be replicated on the returned sample. One 2fr single-lumen per-q-cath PICC was returned for investigation. The catheter was received with the stylet in the lumen. The catheter length had not been modified. A microscopic examination of the catheter revealed nothing remarkable. A functional test of the catheter revealed no leaks in any part of the catheter tubing. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the tube leaked. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3571 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the tube leaked. No other information was provided.